Manufacturer narrative:
The patient is reportedly doing well.

Event description:
The patient reported a burning sensation mid-back with the implant on and off. The patient elected to have the system explanted.